Event description:
During an in-clinic follow-up, myopotential oversensing episodes were observed on the right ventricular (rv) lead. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.